Event description:
Healthcare professional (hcp) reports that 2hrs 10min into pt (pt) dialysis treatment (tx) on the sps 550 device the venous needle was found to be dislodged from thigh gortex graft access. Hcp reports blood loss of approx 1000ml. The pt was found to be unresponsive, with no heart rate or respirations. The pt's tx was discontinued and CPR initiated. 1500ml normal saline was administered via pt arterial access. Within 8min, heart rate was reinstated and blood pressure was 70/30. Pt was transported via ems to local hosp. Pt was hospitalized in ICU for 2 days on ventilator and rec'd 2 units prbc's. Hcp reports pt fully recovered.